Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the pads were giving a low flow; as a result, therapy was interrupted in order to replace the pads with a different set of pads. Therapy was resumed without further issues on the new set of pads.

Manufacturer narrative:
Received 1 set of 2 used arcticgel pads only. The thigh pads were not returned for evaluation. Visual inspection noted no obvious defects. Further visual evaluation of the returned pads did not notice any manufacturing deficiencies, nor damages on the pads or on the energy connectors. The pads were evaluated with a flow rate test with the arctic sun machine model 2000. The pads were connected to the arctic sun machine model 2000 for a time period of 10 minutes. Left chest pad: a total of 4.45min m2 of flow rate was registered during the test. Right chest pad: a total of 5.25 min of flow rate was registered during the test. According the test method, the flow rate was found to be acceptable for left and right chest pads. The flow rate for this product must be above 2.4 l/min m2. Calibrated equipment was used: arctic sun machine model 2000, ID # t12589 with calibration date: 2/26/2016 and due date: 08/31/2016. Flow meter, ID # p12576, cal:2/26/16, cal due date:8/26/16. Timer, ID # t3516 cal: 1/28/16, cal due date: 1/31/17. The reported event could not be confirmed, as the reported event could not be not be reproduced and performed within specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instruction for use states the following: "once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.